Event description:
It was reported that a piece of metal came off from inside the device. This was noted during a procedure. No adverse event was associated with the device.

Manufacturer narrative:
Functional inspection was not performed because the device was found to have a detached nose cone. The device was not returned to the user facility because it is not repairable once it is disassembled.